Event description:
Patient reported having mobility in their bottom teeth. Video provided shows mobility of #25, gathering information to provide best support.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.